Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® blue line® uncuffed tracheostomy tube broke inside a patient. It was reported that there was "a rupture of the endotracheal segment right after the 15mm connector." This event occurred after 12 days of use. A cardiorespiratory monitor and mechanical ventilator were in use when the event occurred. The patient was being treated for a severe subglottic stenosis. Manual ventilation using a bag was conducted and another endotracheal tube was introduced to resolve the issue. The patient was taken to an operating room of a different hospital for endotracheal segment removal. The event was considered resolved. No permanent injury was reported.

Manufacturer narrative:
Three photographs were received for evaluation. The photographs received show the flange without the tube. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed and the root cause was not determined.